Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73k1800435 was manufactured on 10/15/2018 a total of 11,880 pieces. Lot was released on 11/02/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was received with its trigger partially engaged. The stapler was received with 40 staples left in the cover block. The first two staples appear misaligned. The sample appears used as there is biological material present on the device. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, no staples fired. This was repeated multiple times with the same result. It appears the misalignment of the first two staples is preventing the staples from firing. The sample was shipped to the manufacturing site for further investigation. Further functional inspection was performed at the manufacturing site. Upon functional inspection, no staples fired. The anvil from a functioning lab inventory stapler was inserted into the returned sample and the stapler was reassembled. Upon engagement of the trigger, the staples fired properly. The anvil from the returned sample was inserted into the functioning lab inventory stapler and the stapler was reassembled. Upon engagement of the trigger, the staples fired properly. The anvil from the returned sample was examined in comparison to the anvil from the functioning lab inventory stapler and no defects or anomalies were observed. The anvil from the returned sample was inserted back into the returned sample and the stapler was reassembled. Upon engagement of the trigger, three staples fired properly. It could not be determined what prevented the staples from initially releasing. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples stuck in device" was confirmed based upon the sample received. Upon functional inspection, no staples fired. The sample was shipped to the manufacturing site for further investigation. No errors could be found in the assembly. It could not be determined what prevented the staples from releasing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the user was unable to staple when trying to use on a patient. Therefore, a new unit was used instead. No further information so far. The staples got stuck in the device and did not come out.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to staple when trying to use on a patient. Therefore, a new unit was used instead. No further information so far. The staples got stuck in the device and did not come out.